Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a femoral reconstruction nail procedure on january 8, 2019, the threaded part of the driving cap broke off in the insertion handle. This occurred while the surgeon was inserting the nail using a hammer. The surgeon had to hammer the insertion handle in order to complete the insertion of the nail. The procedure was successfully completed with a surgical delay of 3 minutes. Patient status was good. Concomitant devices: hammer (part: unknown, lot: unknown, quantity: 1), femoral recon nail (part: unknown, lot: unknown, quantity: unknown), radiolucent insertion handle for frn (part: 03.033.001, lot: unknown, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.010.523 lot: l052029 manufacturing site: (B)(4) release to warehouse date: 06.oct.2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. A product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the threated tip is broken off as reported, this thus confirming the complaint description. Furthermore, the other end is showing numerous deformation and dents from hammer blows, in addition the part has some scratches and dents on the surface. Document/specification review: drawings and revisions are in accordance to DHR of production lot l052029. All relevant features are defined on the used drawing revisions of DHR of production lot l052029. A device history record (DHR) review was performed for the affected lot, 50 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in october 2016. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Dimensional inspection: during investigation the diameter was measured with the caliper, the measure result is within accuracy. Furthermore the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Material or hardness review: based on DHR review we are able to confirm that the part had the right hardness. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place or/and that inadequate connection to the insert-handel part conjunction with high applied mechanical force led to this damage. To prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the relevant technique guide, page 22 ¿if necessary, insert the nail with light hammer blows. Thread the driving cap into the insertion handle in the first (medial) slot and tighten it to the insertion handle, using the pin or ratchet wrench.¿). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.